Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided by the physician, the reported dislodgement that required reintervention could possibly be related to patient anatomy. Without return of the device, a conclusive cause cannot be determined. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged toward the ventricle, resulting in severe pvl. Subsequently another transcatheter bioprosthetic valve was implanted, valve in valve, resolving the paravalvular leak (pvl). It was also reported the dislodgement was due to the patient's anatomy including a horizontal aorta and a left ventricular outflow tract (lvot) that was larger than the annulus. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.